Manufacturer narrative:
Patient¿s identifier and weight are unknown. Date of postoperative plate breakage is unknown. This report is for one (1) unknown va condylar plate. Part number and lot number is unknown. Without the specific part and lot number, the UDI is not available. Implanted in (B)(6) 2017; exact date is unknown. Device explanted in (B)(6) 2017; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient sustained a periprosthetic fracture on an unknown date. The fracture was treated in (B)(6) 2017 with the variable-angle (va) condylar plate. The va condylar plate broke after 6 weeks. The patient was revised with another va condylar plate in (B)(6) 2017. Unfortunately, this plate also failed after about 8 weeks, in (B)(6) 2017. The patient revised again and was implanted with a smith and nephew periloc plate. Revision surgery was completed successfully with patient outcome reported as okay. Concomitant device reported: screw (part # unknown, lot # unknown, quantity unknown). This report addresses the second revision due to broken plate. The first revision which was performed in (B)(6) 2017 due to failed plate has been captured under linked complaint (B)(4). This report is for one (1) unknown va condylar plate. This is report 1 of 1 for complaint (B)(4).